Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the "nerve damage pain" the patient was referring to is his original pain that the stimulator was implanted for. Patient is not alleging that the device is causing the pain. The cause of the settings not available message was because the patients original stimulation leads have been adapted to and some of the electrodes are out of range. Those programs were programmed in the out of range electrodes. Rep met with the patient on (B)(6) 2025. They reprogrammed his stimulator on electrodes that were not out of range and the patient has resumed to having good therapy coverage. Issue resolved and confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated a couple days ago the battery was going in and out. Patient stated yesterday the stimulation went off and they can't get it to come back on. Patient said they don't have any stimulation to help with the nerve damage pain so in a few days it's going to get kind of bad. Patient mentioned the stimulation started pulsing real hard and their leg would kick with it and now it doesn't do any. Patient noted they are able to charge the implant but they are not feeling the therapeutic effects. Patient tried switching to different groups and getting settings not available message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that patient called back and didn't feel any stimulation. Patient called their hcp 2 days ago and the hcp mentioned a representative would call them but hadn't heard back from the representative. Patient was getting pain. During the call patient got settings not available on group a. Patient switched to group b and couldn't feel any stimulation. Agent redirected patient to their hcp to address the issue.